Manufacturer narrative:
It was reported to csi that the device was retained by the hospital facility. If the device is released and returned to csi for analysis, a supplemental report will be submitted at the time of analysis completion. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was located in the right coronary artery (rca). The lesion was treated with two passes of the device on low speed following which the device sounded as if it had become caught on the guide wire. When repositioning the guide wire, it was noted that tip of the wire had become detached. The wire fragment remained in the patient. The procedure was completed with balloon angioplasty and stent placement, and the patient was in stable condition.